Event description:
It was reported to philips that the device had a damaged display as a result of an unspecified impact. There was no reported patient or user involvement and no adverse patient/user impact.